Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) was returned and evaluated at the distributor. The evaluation indicated a cracked trunk cable connector and an intermittent black wire inside the trunk cable. The cracked trunk cable connector and intermittent black wire cannot be ruled out as potential contributing sources to the service code 204. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The root cause of the cracked connector and intermittent black wire is excessive force placed on the trunk cable. No adverse event resulted from the damaged cable connector and wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.